Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient was treated on (B)(6) 2018 and presented on (B)(6) 2019 with visual cataracts affecting vision in both eyes. The procedure was aborted due to the discovery of cataracts in both eyes. Patient commented that vision is still fuzzy and complained of halos and glares. It was reported that there was no loss of best corrected visual acuity (bcva) however, the pre and post-operative refraction table notes a loss of bcva. Patient provided that symptoms are significantly interfering with daily activities. On (B)(6) 2018 - pre-op refraction: right eye 20/30 -8.00 -1.25 x 45, left eye 20/20 -7.25 -0.50 x 128. On (B)(6) 2020 - post-op refraction: right eye 20/40 -4.50 0.00 x 90, left eye 20/30 -4.25 -0.50 x 175.